Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician was logged into the remote monitoring website and was unable to view the transmission. The investigation is ongoing. No known patient complications were reported as a result of this event.